Event description:
The customer reported the sys exposure acted as if it was still exposing even though the exposure switch was released. The fe noted that the sys was not producing uncommanded radiation, the sys locked up. There was no pt injury or death reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The reported issue could not be duplicated. The generator interface board was replaced during the svc call. The sys was tested and found to be working as intended and put back into svc.